Event description:
According to the reporter during an open procedure, while suturing the wound, both needle and thread had broke. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the needle was detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: suture broken, needle broken and needle bent. Visual examination noted that two partial sutures and one needle. One needle was received broken at the needle tip and bent along the needle length. The sutures were observed to be broken. The suture attached to the needle was measured with a yard stick, calibrated asset nh02505 and determined the suture length to be about 14 inches. The other suture segment was less than one inch long. The original suture length according to the product description was 30 inches. Upon microscopic inspection of the needle, no instrument marks were observed around the break site and bend sites. Functional testing found that as the needle was damaged and no sealed samples were returned, a bend moment test could not be performed. Damage to the needle during clinical use may affect the needle strength and may impact the validity of any test results. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a scar repair procedure, while suturing the wound, the needle and thread separated in two sutures. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.